Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3296697 d4. Medical device expiration date: 30-apr-2025 h4. Device manufacture: 23-oct-2023 h6: investigation summary: bd received 4 photographs from the customer for investigation of hemolysis and poor barrier separation on 2 lots of tubes. Visual evaluation of the photographs indicated hemolysis. However, poor barrier separation was not observed in the photos.. In addition, 100 retain samples of each lot # from bd inventory were visually inspected, and no additive abnormality or gel defects were found. Complaints for sample quality are under statistical control for the month of (B)(6)2024. If complaints for sample quality reach an action level, additional testing may be required. The device history records were reviewed with no issues identified. All processes and final inspections comply with specification requirements. This complaint has been confirmed for hemolysis. This complaint was unable to be confirmed for poor barrier separation. Bd was unable to identify a root cause for indicated failure modes. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes the user noted frequent hemolysis and poor barrier separation. No health impact or consequence reported.